Event description:
While setting up for an emergency surgery, a medline industries major pack was opened. In setting up, I noticed foreign material adherent to the suction tubing. This is the same type of material that has been noticed on the hub syringes in the minor packs.